Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon was using the center screw t25 driver on a large t handle putting the center screw into the baseplate. While turning the center screw t25 driver the tip of the screw driver broke off in the central screw. The surgeon attempted to remove the tip of the screw driver, but it was fixated in the central screw. The surgeon then continued with the surgery and impacted the glenosphere. The center screw t25 driver was no longer needed to complete the surgery and was removed from the consignment set at (B)(6).

Manufacturer narrative:
Please note correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown

Event description:
It was reported that the surgeon was using the center screw t25 driver on a large t handle putting the center screw into the baseplate. While turning the center screw t25 driver the tip of the screw driver broke off in the central screw. The surgeon attempted to remove the tip of the screw driver, but it was fixated in the central screw. The surgeon then continued with the surgery and impacted the glenosphere. The center screw t25 driver was no longer needed to complete the surgery and was removed from the consignment set at (B)(6).